Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was reported as ¿problem of connecting environment¿ (no further details provided). The patient was hospitalized for the event. The patient was treated with unspecified medication for the event. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the patient's age was reported as in the "(B)(6)". Upon follow up, the patient experienced aseptic peritonitis manifested by abdominal pain. The cause of peritonitis was due to exit site infection due to inadequate bathing assistance at the care facility. On the same date, empirical administration of an intraperitoneal unspecified antibiotic was started, (one ampule) for the event. On an unspecified date, peritoneal lavage and ¿tube replacement¿ was performed as treatment for the event. Eight days after event onset, the patient was discharged from the hospital, antibiotic therapy was discontinued and the patient was recovered from the event. Pd therapy was ongoing. As it was reported the cause of the peritonitis was associated with a non-baxter product, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.